Event description:
A foxhollow, silverhawk sx device was used in 2005 on a below-the-knee peripheral vascular intervention. The lesion was at the peroneal and posterior tibial artery bifurcation. During a prior intervention near this area, a 3.5mm taxus stent had been placed in the tibioperoneal trunk, and another one in the peroneal artery proper, thus sparing the origin to the still patent posterior tibial artery. The pt presented with recurrent rest claudication, with restenosis between the two stents, near the origin of the posterior tibial artery. Thus, the device needed to pass through the first stent in the tibioperoneal trunk, and the tip of the device needed to pass through the more distal stent in the peroneal, with the atherectomy being done in the immediate space between, approx. 4-5mm distance. The first pass was uneventful, with small amount of tissue debulking. On the second pass however, co was unable to close the cutting window, where it was in the distal stent region, as the device "jumped" forward after cutting and into the distal stent. A number of maneuvers which have been successful in the past when encountering stent struts were attempted, including gentle rotation and forward and backward pressure on the deivce. It was clear that the device had "snagged" on the stent, and despite attempts to free it, the device remained attached. On pulling the device back, it dislodged the peroneal artery stent, "accordioning" it on the shaft, proximal to the cutting window. This created a larger total device profile, and on further retraction, it caught the more proximal stent, likewise dislodging and accordioning it also onto the shaft. Now faced with two dislodged and deformed stents attached to the shaft, co tried to determine the best way to extricate the stents and device from the body and repair the artery as necessary due to abrupt closure. It should now be stated that there were previously placed self expanding stents in the popliteal artery as well. On withdrawing the stents to the level of the popliteal artery, the mesh of compacted and deformed stents would catch on the popliteal artery stent, preventing co from withdrawing the device. Attempts at re-wiring through the stents were unsuccessful. Snaring was not an option as the stents were proximal to the cutting window, and this would potentially result in embolization of the stents. Since this was a contralateral approach, co punctured the affected limb's femoral artery in an antegrade fashion. Eventually, by passing a second wire beside the device and it's deformed stents, and by ballooning beside the stents, co was able to flatten the profile enough that by using two wires with continual rotation. Co was able to "wrap" the stents and device in a spiral of wires. With slow, continued traction, with constant rotation, co was able to extract the stents and device to the level of the guiding sheath. A second wire was advanced through the antegrade sheath no maintain control of the distal vessels, and the sheath, wire, device and retained stents was brought back to the contralateral femoral artery entry site. Co removed the device and sheath as a unit, with part of the retained stents still attached. The remaining parts of the stents were sheared off and remained in the femoral artery. These were later "excluded" from circulation to prevent their distal embolization down the other leg, by placing a self expanding stent across them in the common femoral artery. Using the ipsilateral antegrade approach, co was able to successfully re-stent the peroneal artery and tibioperoneal trunk. A good angiographic and clinical outcome was achieved, and follow-up angiography 3 weeks later showed widely patent arterail flow to the foot."